Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 409 mg/dl. The patient stated that she did not change her entire set when changing her supplies. During troubleshooting it was found that the customer made two errors when changing her infusion set and reservoir. The insulin pump was not returned for analysis.